Event description:
On (B)(6) 2018 patient was readmitted (outpatient) with complaints of "leaking PICC line catheter". Patient stated PICC line catheter was leaking at the "purple hub and lumen connection". The damaged PICC line was removed and site was changed. A new peripheral IV catheter was inserted in the left arm using a (powermidline) catheter. Product has been removed from internal use at this time.